Event description:
Tech alleged the cardio pulmonary resuscitation function is not working. The head down function works but the head goes down very slowly. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve and the head down valve to resolve the issue.